Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation on the lower part of the left front chest. The patient was given a prescription a water-soluble moisturizer from their physician and their nurse treated the affected area as well. The outcome of the irritation is not known.